Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call that their insulin pump keeps saying battery out limit. Customer's blood glucose level is over 500 mg/dl. Customer advised they have replaced the battery on their device 10 times and they still receive the alarm. Troubleshooting for the battery out limit alarm was performed. Customer was advised that the battery cap on the device may be loose. Battery cap will be sent out to the customer to keep the battery firm in place.